Event description:
Per the clinic, the device has extruded. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 28, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on december 22, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.